Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pairing failure occurred. Data was evaluated and the allegation was confirmed. The root cause was determined to be a loss of connection. The reported issue of a pairing failure is reportable based on the finding of a confirmed connection loss for over 3 hours. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and a pairing failure was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.